Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilted filter and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post filter deployment, the patient allegedly had a CT scan showing that the ivc filter tilted and perforated. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, ten months of post deployment, computed tomography of abdomen and pelvis with intravenous contrast was performed due to abdominal pain and result showed that an inferior vena cava filter was in place. Around, five years and five months later, computed tomography of abdomen was revealed that there was an inferior vena cava filter noted in place. The apex of the filter lay along the left wall of the inferior vena cava. The filter apex lay 1.5 cm below the lowest renal vein. There were four legs which might be perforated along the lateral aspect of the inferior vena cava on the right. There was no retroperitoneal collection. Around, eleven months and twenty-one days later, computed tomography of abdomen without contrast was performed, and result showed that there was an inferior vena cava filter again noted with the tip tilted to the left. This was about 1.5 cm below the renal veins. There were four struts which appeared to be extravascular. Therefore, the investigation is confirmed for filter tilt. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5, b6, d4 (expiry date: 07/2014), g3, g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately six years and three months post filter deployment, the patient had a CT scan showing that the inferior vena cava filter tilted and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.